Manufacturer narrative:
(B)(4).

Event description:
The customer reported a malfunction of the 840 ventilator's screen. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct a service/failure investigation, the customer returned a graphical user interface (gui) printed circuit board assembly (pcba). An investigation was performed on the returned component and the alleged malfunction was confirmed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.